Event description:
Medics responded to a cardiac call, pt condition not reported. Reportedly, during use the device powered off and back on. A back up device was made available and care to the pt was continued. The rptr stated there were no adverse affects to the pt as a result of device operation, due to the availability of a back up.